Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l2/3 with hardware removal from level l3/4. In this surgery, the surgeon removed the hardware (depuy expedium) from the level of the previous fusion l3/4 and then fused l2/3 using instrumentation. Intra-operatively, as the cage was being inserted, it partially opened while impacting into the disc space. The cage split in half. The titanium portion inserted into the disc space, and the peek portion jammed into the posterior wall of the body of l2 catching the dura. It caused a dura tear which required sewing up, placing a dura repair graft, and also duraseal glue on the tear as well. No fragment of the broken cage remained inside the patient. Post-op, the patient woke with bilateral loss of function in both feet. She was unable to move both feet.